Manufacturer narrative:
Additional information: b5, d9. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 21mar2026. The device was disinfected between uses with high level disinfection.

Event description:
It was reported that the cook multi-use holmium laser fiber separated during an ureteroscopy procedure. The laser fiber broke near the end of the connector during the 2nd usage. The procedure has was completed by using another laser fiber. Per the photo provided by the customer, the laser fiber was noted to be separated below the hub. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - phone number: (B)(6). H3 - device evaluated by mfg? Device anticipated but not yet returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.